Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was difficulty inserting the guidewire through the insertion tool. An encore¿ 26 advantage kit was selected for a procedure. During preparation, it was noted that the metal sleeve protruded in the opening of the insertion tool. Furthermore, there was difficulty inserting the guidewire through the insertion tool. The procedure was completed with another insertion tool. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Only the insertion tool was returned with the packaging. There was no blockages or occlusions noted upon visual analysis of the complaint unit. There was no ¿metal sleeve protruding in yellow opening¿ noted. There is a clear transition from the hub to the hypotube of the insertion tool. A 0.14¿ j-tip guidewire was loaded onto the complaint unit without issue. A 0.18¿ straight tip guidewire was loaded onto the complaint unit without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is ¿user preference issue¿ as the user is dissatisfied with the function or performance of the product. (B)(4).

Event description:
It was reported that there was difficulty inserting the guidewire through the insertion tool. An encore¿ 26 advantage kit was selected for a procedure. During preparation, it was noted that the metal sleeve protruded in the opening of the insertion tool. Furthermore, there was difficulty inserting the guidewire through the insertion tool. The procedure was completed with another insertion tool. There were no patient complications reported and the patient's status is fine.